Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 4085 surgical table. The technician was unable to duplicate the reported event; however, during his inspection, the technician found that the battery to the 4085 surgical table would not hold a charge. The technician replaced the 4085 surgical table's battery, tested the unit, and found it to be operating according to specification. The table was returned to service. The root cause of the reported event can be attributed to a worn battery, causing the table to malfunction. The 4085 surgical table preventive maintenance check list (pg 3) states: "replace batteries every 4.5 years or as required." The 4085 surgical table was installed in 2012 making the table approximately 7 years old at the time of the reported event. The table is not under steris service agreement for maintenance activities. The facility's biomed department is responsible for all maintenance activities. Per discussion with user facility personnel, it was determined that the original factory installed battery was in the table making it 7 years old which is well beyond the 4.5 year expected life. While onsite the technician counseled user facility personnel on the proper use and maintenance of the surgical table, specifically replacing the battery when needed and making sure they are appropriately charged. No additional issues have been reported.

Event description:
The user facility reported their 4085 surgical table began to move during a patient procedure without being commanded to do so. No report of injury. The procedure was completed successfully.